Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was not communicating with sensor. Customer wasted 8 sensors and they were discarded. Insulin pump received an external ram crc error alarm and an unexpected restart alarm. Customer's blood glucose was 448 mg/dl. It was reported that display screen was blank. Insulin pump was reset and display came back on. Insulin pump passed self-test. Customer reported that high blood glucose began on (B)(6) 2016. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. Customer also declined high pressure test. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with black shadow on the display due to warped and uneven printed circuit board on the lcd board. However, the insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No a17 alarm, a21 alarm, low reservoir alarm anomaly, low battery alarm noted. The test transmitter communicates properly to the pump; no unexpected lost sensor alarm or sensor error alarm noted. The insulin pump had severely scratched display window, cracked battery tube threads and cracked reservoir tube lip.